Event description:
It was reported that the device gave a loud pop and sparks when plugging in and the housing melted within seconds, causing localized burn to the hand of the patient. It was also noted that the device columns were giving off gray dust and a chemical fume, which caused the patient to experience coughing fits, headaches, and dizziness. The patient also noted that the metal contact pins cut the patient's thumb when aligning the device battery. No further information is available.

Manufacturer narrative:
Section b3: date of event is estimated. Section d4 serial number is unknown. Section e1 initial reporter is unknown. Section h4 device manufacture date is unknown. The inogen team is unable to follow-up on the issue as no patient or device other than device model information was provided. No other information is available at this time to determine any other probable cause and/or the exact cause of the event.